Manufacturer narrative:
Omit a040502 - corroded (1131) omit b17 - device not returned omit c20 - no findings available omit d15 - cause not established additional information: device available for eval? Returned to manufacturer on device return to manuf .? Device eval by manufacturer? If other specify imdrf annex a code imdrf annex g code imdrf annex b code imdrf annex c code imdrf annex d code manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the blood contamination in syringe driver where syringe pump appears to have either be fluid ingress or oxidation underneath the plastic part. Blood has seeped where turning mechanism is situated under the plastic clip to hold and position syringe, despite rigorous efforts to clean under this clip it was not possible. Sent to bts (double bagged and well noted with contamination) to determine correct cleaning pathway. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the blood contamination in syringe driver where syringe pump appears to have either be fluid ingress or oxidation underneath the plastic part. Blood has seeped where turning mechanism is situated under the plastic clip to hold and position syringe, despite rigorous efforts to clean under this clip it was not possible. Sent to bts (double bagged and well noted with contamination) to determine correct cleaning pathway. There was no patient involvement.